Manufacturer narrative:
Investigation result: one mz9279 sample was received without packaging; some residual was present in the line and no connecting product was available for investigation. The customer did not provide any lot information but reported that "extension set one lumen blocked after opening unable to be flushed." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9279 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was occluded. The following information was provided by the initial reporter: extension set one lumen blocked after opening unable to be flushed.